Event description:
The event is reported as: customer is allergic to nickel and believes product gave her an allergic reaction which turned into an infection. Nickel is not listed anywhere on the product insert. Pt had to be put on antibiotics. Pt recovered from infection.

Manufacturer narrative:
The device was requested for evaluation. The device sample was not returned at the time of this report. If device becomes available, a follow-up report will be sent.